Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge or provide power. Functional testing also revealed an enabled cell over voltage (cov) flag which is triggered when a cell pair increased above the voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the flag. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.